Manufacturer narrative:
Additional information: b5, e3, e4, g2 (add source), h6 (update codes), h10, h11. B5: the set was described as a continu-flo solution set with duo-vent spike. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set had a large hole on side of the tubing. This was observed right out of the package before use. There was no patient involvement. No additional information is available.